Manufacturer narrative:
As there are no repairs available for the glidescope spectrum smart cable, the customer elected to replace the smart cable. The smart cable was not returned to verathon for evaluation, therefore the cause of this event could not be conclusively determined. However, based on a previous investigation, the cause is likely due to a breakage in the signal wire of the smart cable. The breakage is likely caused by repeated bending of the smart cable near the connector. Over time, as the bending and straightening process is repeated, the wire hardens, becomes brittle, and eventually breaks. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope spectrum smart cable, the image would disappear when the smart cable was manipulated near the connector. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.